Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the patient was revised to address loosening of the tibia at the cement to implant interface. Cement manufacturer is competitor.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon performed a revision of all attune implants as the tibia was radiogically and symptomatically loose. There was no sepsis.

Manufacturer narrative:
Investigation summary: evaluation of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.